Event description:
Device was explanted.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to rupture device were observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. The device remains implanted.